Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was returned for a contact force issue. Optical fibers 1-3 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. The catheter handle was disassembled and fluid was noted to leak into the handle from its distal end. The irrigation tubing was noted to be fractured under the plunger. Optical fibers 1-3 were noted to be fractured under the plunger, consistent with the loss of contact force. The redel connector was opened and liquid was observed within the connector, consistent with the observed leak due to the fracture in the irrigation tubing. The multiple short circuits were determined to be due to this evidence of backflow into the redel connector. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The components of the handle were unable to freely rotate. Therefore, the cause of the fractured optical fibers, leak in the catheter handle, and subsequent short circuits remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter and multiple short circuits.